Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of switch box; water tightness lost. Due to wear of lock engagement lever; up/down knob could not be locked securely. Grip scratched, scope body cracked, lock engagement lever cracked, t-nut loose, scope cover chipped, acoustic lens damaged, distal end scratched, adhesive on angle rubber wear, due to a dent on bending tube; bending angle in down direction exceeds the standard value. And instrument tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera ii ultrasound gastrovideoscope had air/water leakage from the switch key tops. Upon inspection and testing of the customer returned device, the scope had gap in the adhesive on the distal end/stain entered inside the lens, through the gap. In addition, the scope had a gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the event was likely due to mishandling by the customer, or wear and tear due to increased usage time. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use which states: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.